Event description:
In 2008, a nurse contacted baxter's technical service representative (tsr) regarding a system error 2240 (air in line) alarm during a previous night's therapy while using the home choice system. The tsr advised the hp to use new supplies for that night's therapy. The home patient (hp) abandoned therapy for that night. The nurse was calling to understand the meaning of the 2240 alarm. The tsr explained common causes of the alarm and some possibilities of air being introduced to the cassette. On eleven days later, the peritoneal dialysis (pd) nurse stated that the alarm was most likely the result of the patient's poor vision and poor lighting in the patient's room at the nursing home (where he was staying for a broken leg), resulting in a break in aseptic technique leading to the 2240 alarm and peritonitis. The patient was retrained on proper procedure. The patient was diagnosed with the peritonitis on five days after the original date, and hospitalized on five days later, because the peritonitis was not improving. The hp still had abdominal pain and cloudy effluent. On the following month, a follow up call to the pd nurse revealed that after 2 weeks of antibiotic therapy, the patient did not recover. The hp's catheter was removed and the home patient was put on hemodialysis. The hp is feeling better.

Manufacturer narrative:
The sample was discarded.